Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the caller stated the patient's ins has been overdischarged. The caller stated they performed physician recharge mode (prm) to reset the ins and the ins is now charging normally. The caller stated the ins has been recharging for a while and showed it was at 25% and then almost 50% so the caller attempted to interrogate the ins with the clinician programmer. The caller stated the clinician programmer showed the ins was discharged and wouldn't connect. The patient attempted recharging again and the ins level jumped from 0% to 25% to 75%, so again the caller attempted to interrogate with the clinician programmer but received the same discharge message and couldn't connect. The patient attempted to recharge again but the recharger (insr) showed it was charging the first quartile of the ins again. The caller indicated the device has been overdischarged for about 6 months. It was reviewed with the caller the ins is likely exhibiting erratic depletion/recharge behavior due to the overdischarge. It was also reviewed the patient should continue to charge and attempt to interrogate again with the clinician programmer to clear the power on rest (por). It was then reviewed the rep should clear the por in office if possible, but if not the patient needs to continue charging at home and be diligent about charging to full and keeping the ins full and then ensure the por is cleared. No further complications were reported. No additional patient symptoms were reported. Additional information received from the rep on 2018-5-25 stated that the patient's hcp was in the process of accepting insurance approval for a ins replacement. No other information was provided and no further complications were reported.